Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 month and 13 days post implant of this 29mm bioprosthetic mitral valve, the valve was explanted due to high gradients and thrombosis. The physician reported there was thrombus on the atrial side of the valve as well. The patient also exhibited a lowered ejection fraction. No additional adverse patient effects were reported.